Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the customer failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the event was not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a ¿gastro rupture¿ occurred associated with a gastrointestinal videoscope. No specific patient information or event details were provided. Multiple unsuccessful attempts have been made to obtain additional information regarding the location, size, and cause of the rupture, the interventions preformed, the patient's medical status and medical history including any anatomical challenges, and details of the procedure in which the device was used.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.